Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported where the patient was implanted, it was itching and infected. It was also noticed the battery in the body was exposed. The patient went to the hospital for an examination and was admitted to the emergency department. The hcp stated they would perform a surgery to remove the ins, and then re-implant the ins according to the patient's condition. The patient was hospitalized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Device information was received. The patient will not be re-implanted at this time.